Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 236511-02. Expiration date - 02/28/2017.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00091 and 2084725-2016-00092.

Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 07/29/2015 to 01/25/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. There wre no issues reported with the concomitant sterrad® 100s as the cycle completed. The assignable cause of the issue is most likely load-related as the customer double wrapped two scopes in micro-lab container and encountered the issue with ci strips not changing. The issue did not reoccur when the customer sterilized only one scope at a time in aptimax plastic trays. If the load is too full or contains material that is absorptive then there would be inconsistent color changes in the strips. It is unlikely the issue was with the unit as the cycle completed and the unit was reported to be working per specifications. The issue will continue to be tracked and trended.